Event description:
Reportedly, the pt underwent an appendectomy. Allegedly, the trocar (unknown type) did not engage the safety shield and punctured the right external illiac artery. Pt status is alive, condition unknown. No further info available.